Manufacturer narrative:
The reported event of inability to extend helix was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the helix was unable to be extended on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable with no adverse consequences reported.